Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -18.00/+3.20/100 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting, eye pain, shallow ac depth, and high eye pressure. The problem was resolved.

Manufacturer narrative:
The patient's post-op icl exchange is stable. The status of the eye is quite. The patient has no complaint of pain or other discomforts. The iop is also within normal limits. The patient's best corrected visual acuity (bcva) is 20/28 and uncorrected visual acuity (ucva) is 20/28. (B)(4).